Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('linear device in the endometrial cavity extending to the left fundal serosa / right device had migrated into the anterior peritoneum to the level of the umbilicus / migration noted') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ intermittent pelvic pain"), vaginal infection ("vaginal infections") with vulvovaginal rash, vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge, menorrhagia ("menorrhagia"), menstruation irregular ("irregular menstrual cycles"), headache ("headaches"), pain in extremity ("leg pain"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("abnormal bleeding") and migraine ("migraine"). The patient was treated with surgery (on (B)(6) 2014, surgical laparoscopy for removal of the displaced essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, vaginal infection, menorrhagia, menstruation irregular, hypersensitivity, genital haemorrhage and migraine outcome was unknown and the pelvic pain, headache and pain in extremity had not resolved. The reporter considered genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: in all probability, one essure coil is still located in her body, causing her ongoing symptoms. Date(s) of insertion: (B)(6) 2007(discrepancy noted as per pif). Plaintiff had not experienced this combination of symptoms and had never relied on oral contraceptives to regulate her menstrual cycle. Her menstrual cycles were normal and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: CT scan of her abdomen and pelvis revealed a linear device in the endometrial cavity extending to the left fundal serosa.. Hysterosalpingogram - on (B)(6) 2008: results: her fallopian tubes are occluded. Ultrasound pelvis - on (B)(6) 2013: transabdominal and transvaginal ultrasound indicated that the left-sided essure device was in place and the right-sided essure device had migrated into the anterior peritoneum to the level of the umbilicus.; on (B)(6) 2016: results: left-sided essure device was in place.. Ultrasound scan vagina - on (B)(6) 2011: results: device in the left fundal region of the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events- "abnormal bleeding, allergy symptoms and migraine" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('linear device in the endometrial cavity extending to the left fundal serosa / right device had migrated into the anterior peritoneum to the level of the umbilicus / migration noted') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ intermittent pelvic pain"), vaginal infection ("vaginal infections") with vulvovaginal rash, vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge, menorrhagia ("menorrhagia"), menstruation irregular ("irregular menstrual cycles"), headache ("headaches"), pain in extremity ("leg pain"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("abnormal bleeding") and migraine ("migraine"). The patient was treated with surgery (on (B)(6) 2014, surgical laparoscopy for removal of the displaced essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, vaginal infection, menorrhagia, menstruation irregular, hypersensitivity, genital haemorrhage and migraine outcome was unknown and the pelvic pain, headache and pain in extremity had not resolved. The reporter considered genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: in all probability, one essure coil is still located in her body, causing her ongoing symptoms. Date(s) of insertion: (B)(6) 2007 (discrepancy noted as per pif) plaintiff had not experienced this combination of symptoms and had never relied on oral contraceptives to regulate her menstrual cycle. Her menstrual cycles were normal and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: CT scan of her abdomen and pelvis revealed a linear device in the endometrial cavity extending to the left fundal serosa.. Hysterosalpingogram - on (B)(6) 2008: results: her fallopian tubes are occluded. Ultrasound pelvis - on (B)(6) 2013: transabdominal and transvaginal ultrasound indicated that the left-sided essure device was in place and the right-sided essure device had migrated into the anterior peritoneum to the level of the umbilicus. On (B)(6) 2016: results: left-sided essure device was in place. Ultrasound scan vagina - on (B)(6) 2011: results: device in the left fundal region of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("linear device in the endometrial cavity extending to the left fundal serosa / device had migrated into the anterior peritoneum to the level of the umbilicus") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms and had never relied on oral contraceptives to regulate her menstrual cycle. Her menstrual cycles were normal and she had no problem with going about her daily life. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ intermittent pelvic pain"), vaginal infection ("vaginal infections") with vulvovaginal rash, vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge, menorrhagia ("menorrhagia"), menstruation irregular ("irregular menstrual cycles"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with surgery (on (B)(6) 2014, surgical laparoscopy for removal of the displaced essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, vaginal infection, menorrhagia and menstruation irregular outcome was unknown and the pelvic pain, headache and pain in extremity had not resolved. The reporter considered headache, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: in all probability, one essure coil is still located in her body, causing her ongoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: her fallopian tubes are occluded. Ultrasound scan vagina - on (B)(6) 2011: device in the left fundal region of the uterus. On (B)(6) 2011, plaintiff underwent a CT scan of her abdomen and pelvis which revealed a linear device in the endometrial cavity extending to the left fundal serosa. On (B)(6) 2013, she underwent a transabdominal and transvaginal ultrasound which indicated that the left-sided essure device was in place and the right-sided essure device had migrated into the anterior peritoneum to the level of the umbilicus. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007, and reported adverse events including linear device in the endometrial cavity extending to the left fundal serosa / device had migrated into the anterior peritoneum to the level of the umbilicus. On (B)(6) 2014, she underwent a laparoscopy for essure removal. Uterine perforations can occur with essure, especially during difficult insertions. Often "migration" is reported when the exact time point of perforation is not known. In this case, the exact mechanism of the event is not known. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("linear device in the endometrial cavity extending to the left fundal serosa / device had migrated into the anterior peritoneum to the level of the umbilicus") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms and had never relied on oral contraceptives to regulate her menstrual cycle. Her menstrual cycles were normal and she had no problem with going about her daily life. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ intermittent pelvic pain"), vaginal infection ("vaginal infections") with vulvovaginal rash, vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge, menorrhagia ("menorrhagia"), menstruation irregular ("irregular menstrual cycles"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with surgery (on (B)(6) 2014, surgical laparoscopy for removal of the displaced essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, vaginal infection, menorrhagia and menstruation irregular outcome was unknown and the pelvic pain, headache and pain in extremity had not resolved. The reporter considered headache, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: in all probability, one essure coil is still located in her body, causing her ongoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: her fallopian tubes are occluded ultrasound scan vagina - on (B)(6) 2011: device in the left fundal region of the uterus on (B)(6) 2011, plaintiff underwent a CT scan of her abdomen and pelvis which revealed a linear device in the endometrial cavity extending to the left fundal serosa. On (B)(6) 2013, she underwent a transabdominal and transvaginal ultrasound which indicated that the left-sided essure device was in place and the right-sided essure device had migrated into the anterior peritoneum to the level of the umbilicus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007, and reported adverse events including linear device in the endometrial cavity extending to the left fundal serosa / device had migrated into the anterior peritoneum to the level of the umbilicus. On (B)(6) 2014, she underwent a laparoscopy for essure removal. Uterine perforations can occur with essure, especially during difficult insertions. Often "migration" is reported when the exact time point of perforation is not known. In this case, the exact mechanism of the event is not known. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.